Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. The boot vent hole was inspected and it was acceptable and went completely through the boot wall, as intended. Inspection of the device revealed that shaft with kinked and the hypotube was 15.5cm broken proximal of the tip. The fracture surface were ovaled, which suggests the device was kinked prior to separation. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿connect saline¿ error was displayed on the console and the boot filled up almost to the top with fluid. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 09 apr 2018. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the left lower extremity vein. After priming for 14 seconds, the system alerted "please check the saline pipeline, the saline was filled, please reset the system." The physician attempted to reset the system several times, however, the catheter still could not complete priming and the system alerted "perseverative error. Please replace the device". There was a lot of saline noticed under the pump. There were no visible defects on the catheter and console.the procedure was completed with another of the same device. The patient was stable without any complications. However, device analysis found a broken hypotube.